Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with sars positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Reported 6 false negative results; 190 tests were performed. In addition to the false negatives, 10 false positives were reported; 440 tests were performed. The customer communicated the results were confirmed by molecular (pcr testing).

Event description:
Reported 6 false negative sars results; 190 tests were performed. The customer communicated the results were confirmed positive by molecular (pcr testing).

Manufacturer narrative:
B5: statement has been corrected. D4: lot number has been corrected. H6: medical device problem codes have been corrected.